Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation". This record is for left side. Device was explanted.

Event description:
Healthcare professional reported "deflation". This record is for left side. Device was explanted.